Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported event was not confirmed. The fiber connector and length of the fiber body exhibited no physical defects. It was also noted that the distal tip was intact and appeared unused. Furthermore, it was not possible to test for the 410 error, as the fibers could not be recognized due to faulty radio frequency identification (rfid) tags. Based on the results of the investigation and the information provided, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 00211.

Event description:
It was reported the powered laser surgical fiber instrument was damaged after displaying an error 410 (surgical fiber or blast shield is damaged). The issue occurred during a therapeutic ureteroscopy with laser lithotripsy procedure. No delay was reported, and the procedure was completed with a holmium laser fiber. There were no reports of patient harm.